Event description:
It was reported, the customer had a keypad anomaly. The customer reported, their buttons were sticking to the keypad. Customer stated, the issue occurs with the escape and act button. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer also reported, the insulin pump had a strong smell of insulin. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads. No strong insulin odor was present on the insulin pump.